Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's programmer displayed an error code indicating button was stuck. The sjm rep was unable to resolve the issue. A replacement programmer was sent to the pt, and follow-up identified the issue was resolved.